Event description:
Covidien received information stating that an 840 ventilator had an inoperable graphic user interface (gui). The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacement of the graphic user interface (gui) to breath delivery unit (bdu) cable. The customer reported to have followed the tse recommendations and the issue was resolved. The customer ran all tests and passed. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).